Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 500 mg/dl. Customer also stated that infusion set was falling off from site which causes high blood glucose because of product not adhering. The paradigm quick set will be return for analysis. The insulin pump is not expected to be returned for analysis.